Event description:
It was reported that the distal end of a portex® bivona® custom tracheostomy tube bulged, and wire came out of the tube. The product fault was discovered upon removal of the tracheostomy tube. The tube cut and lacerated the patient's stoma. The patient's mother stopped the bleeding with gauze, and suctioned to maintain the airway. No permanent injury was reported.

Manufacturer narrative:
One smiths medical portex® bivona® custom tracheostomy tube was returned for analysis in used condition. Upon visual exam of the tracheostomy (trach) a bulge (coil) of wire noted. However, the wire did not appear to have actually punctured the outer covering of the tube. The part was reviewed with the manufacturing floor supervisor, who confirmed that the routine manufacturing process does not contain any steps that she believed could cause that "bulge." Inspection is performed on all parts (100%), which should have detected the observed issue prior to shipment. Pictures were taken and then reviewed by quality and clinical from legal at the manufacturer site. Based on the evidence, it is hypothesized that since the hyper flex option is typically selected for atypical anatomies due to its increased flexibility, it is possible that one of the coils became inadvertently dislodged while the obturator was being removed from the tube which may have been in the "perfect storm" of positions based on patient anatomy. The root cause of the complaint is unknown at this time.